Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing and shortness of breath, nausea, headache, dizzy, nasal/throat irritation or soreness. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing and shortness of breath. Nausea and lightheaded. Headaches and dizzy . Nasal/throat irritation or soreness. Device will not turn on/device not functioning, strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging strange odor, difficulty breathing, shortness of breath, nausea, lightheaded, headache and dizzy, device will not turn on/not functioning, throat irritation or soreness related to CPAP device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that an unknown dust contamination on the top cover, inside the iso port, pca, side panel, blower right side assembly, blower housing, blower outlet bellow, bottom enclosure, air inlet seal, water tank, flip lid, flip lid seal, heater plate and humidifier lower enclosure. Also observed, black hairlike contamination on the pca, blower cap, bottom enclosure, water tank, and humidifier lower enclosure. Evidence of liquid ingress with an unknown dust contamination consistent with mineral deposits on the inside of the iso port, blower and blower housing. Mineral deposits were observed on the flip lid of the humidifier and inside of the water tank. No odor was observed through therapy and investigation. Manufacturer observed on the air inlet seal was discolored. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.